Event description:
Customer's son reported the customer received an unspecified error message while wearing an adc freestyle libre 2 sensor. Although no symptoms were reported, customer was incapable of self-treating and was provided insulin by a third-party. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.section h4 (serial number) has been updated to (B)(6) based on the returned product. Section d4 (expiration date) and h4 (device mfg date) were updated based on the returned product. Section d-3 (email) and section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's son reported the customer received an unspecified error message while wearing an adc freestyle libre 2 sensor. Although no symptoms were reported, customer was incapable of self-treating and was provided insulin by a third-party. No further treatment was reported. There was no report of death or permanent injury associated with this event.